Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and did not engage when power was applied. It was also noted that the inside of the device showed signs of corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to improper cleaning and immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an acromioplasty surgical procedure, it was observed that the electric pen drive device and hand switch device had no power while in use together. As a result, there was a two to three minute delay in the surgical procedure. Spare devices were available and were used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 18, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.